Event description:
The customer reported an error 1004, which represents a system failure/cycle power message and is a synchronization time out error. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.